Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center (site # (B)(4)).

Event description:
A physician reported that side cut temporally did not open well. There was some resistance in that area. The doctor had to use a blade to finish the cut so that the flap could be lifted with no consequences. Flap was made with a nasal hinge. No harm to the patient was reported.